Event description:
Customer called on (B)(6) 2012 reporting of a leak at the probe of the coulter ac.t diff analyzer during instrument start up. Customer was wearing personal protective equipment consisting of a lab coat, goggles and gloves during the event and no injury or exposure was reported. Customer had also confirmed that no patient samples were affected by the event and therefore no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and found that the probe wipe wash vacuum was plugged. Fse proceeded to clear the plug and repair was verified per established procedures. Root cause of the leak was attributed to a plug at the probe wipe wash vacuum.

Manufacturer narrative:
Evaluation - results: probe wipe was vacuum was plugged. Bec identifier for this report is (B)(4).